Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir had blinking stripes on the display. The humapen memoir was associated with product complaint (B)(4) / lot 1003c02. The humapen memoir was returned on (B)(4) 2011, and found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. New,updated and corrected information is referenced within the update statement. Please refer to update statement dated (B)(4) 2011. Evaluation summary investigation of the device (batch (B)(4), manufactured march 2010) found that the power button would not power on the device. The device was powered on by turning the dose knob, and missing segments in the dose numbers were found. The root cause for the power button failure was ingress by an unknown liquid while in the field, which caused corrosion inhibiting power button operation. The root cause of missing segments was a cracked lcd cable. Missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It also instructs that if the display is not working correctly to 'contact lilly or your healthcare professional.' Corrective action, cracked lcd corrective action was implemented in (B)(4) 2010, beginning with batch (B)(4), in which an additional online control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier, these improvements are targeted for implementation by (B)(4) 2012. Supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Corrective action, moisture/liquid ingress a redesign of the flexible circuit board has been initiated to improve the protection of electronic components against moisture ingress. Due to the combination of this improvement with other planned actions, this improvement is targeted for implementation by (B)(4) 2012. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir had blinking stripes on the display. The humapen memoir was associated with product complaint (B)(4)/ lot 1003c02. The humapen memoir was returned on (B)(4) 2011, and found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned. Update (B)(4) 2011: additional information received (B)(4) 2011, via global product complaint database. Added device specific safety summary. Updated EU/ca device fields and medwatch info button area. Added (B)(4) comment.